Manufacturer narrative:
A customer in (B)(6) notified biomérieux of unrepeatable dilution results with vidas® toxo igg ii (1004509770/161027-0) and "invalid" results with vidas® toxo igg avidity. The high level obtained with vidas® toxo igg did not allow performance of avidity assay with dilutions calculated as indicated in the package insert of vidas® toxo igg avidity. An internal biomérieux investigation was performed with results as follows: no anomaly in the batch history record of vidas® toxo igg ii (1004509770/161027-0) linked to the complaint. No non-conformity linked to the customer issue. A CAPA (B)(4) has been opened for dilution tests on positive sera that are not consistent with pure titles on different batches of vidas® toxo igg ii. The CAPA is currently ongoing.

Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vidas toxo igg ii (B)(4). The customer reported understated txg results for a pregnant woman and indicated the results were delayed; however, a specific timeframe was not provided. The customer reported the erroneous results were not communicated to a physician and the patient was not harmed or treated incorrectly. Biomerieux investigation will be initiated.